Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The device was received with scratched lcd window. Device was received cracked case display window corner. Pump received with cracked reservoir tube lip. Unit received with cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(4) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 85 mg/dl. Troubleshooting was performed. The device was returned for analysis.